Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. Caller states the lancet "stuck" in her finger, which then became sore. No medical treatment required. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).